Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - catsweb# (B)(4).

Event description:
The customer had an oxygenator that was leaking a lot from the "weep hole" (located centrally on the bottom of the oxygenator). It was leaking both normasol and water, and it did it running and when turned off. We cut it out of the circuit and replaced it. The leak was noticed during priming so there were no patient effects.